Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01639. It was reported that the patient presented for a pre-operative device check. It was noted that the device was reprogrammed at some point in (B)(6) 2019, due to noise exhibited by both the right atrial and ventricular leads. During that time the right atrial lead was disabled. The physician elected to reschedule the lead revision until the patient's unrelated heath condition had resolved. The patient was stable.